Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a horizontal white line on the display and the screen is scratched. The customer noticed display anomaly four days back during bolus because the line cuts the numbers in half. Customer stated that the screen has been scratched for about four months. The customer did not recall dropping the device. Blood glucose value was between 130 and 140 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with missing segments due to a cracked zebra connector at the lcd board. The pump also had minor scratches on the lcd window.